Event description:
It was reported that, "dr placed a screw 14mm and wanted to replace it with a 16mm. Both extraction shafts broke upon removal of the screws."

Manufacturer narrative:
After the investigation, it was noted, it was not a device failure of the reflex-hybrid 2 level acp size 28mm, but with the instrument, the reflex-hybrid screw extractor. Method - complaint history review - to date, the return rate for this instrument is approx 6.6% of instruments in the field. Mfg records - multiple lots have been reported, events has no apparent lot relationship. Risk assessment - two potential harms were identified: scar tissue growth will occur over plate & screw. Adverse reaction from metal allergy causing medical intervention. Damaged screw and locking ring; screw could back out causing revision surgery or plate left in pt without screw, potential for plate to fail.